Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the explant of the lead (due to a non-device related infection), the proximal portion of the fixation mechanism ruptured. Subsequently, pericardial tamponade and effusion was observed due to a perforation. An emergent thoracotomy was performed to remove the remaining portion of the lead. Large blood clots were observed around the heart and perforation of the coronary sinus was sutured. Post-operative, the patient was transferred to intensive care unit with stable vital parameters. However, the patient died during the night.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.